Manufacturer narrative:
(B)(4. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one month post-implantation, the patient underwent a hip revision due to infection. Revised the liner, bearing, and head. Attempts have been made and no further information has been provided.